Event description:
The patient stated: "hello, I have been having major issues with the retainers, in late may, the retainer gave me an incredibly terrible sore in my mouth. I had to go to the dentist and doctors and was told that the plastic irritated my mouth and produced a sore. The sore then got worse because the plastic was constantly rubbing against the skin. I have not worn them since and probably need a whole new set of retainers, I wouldn't even know where to start."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.